Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading at the time of hospitalizations was over 600 mg/dl. Customer stated that she was having problems with her insulin pump. Customer stated that she started on a new medication and she had low potassium and low sodium. Nothing further was reported.